Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up. A technical support specialist (tss) determined that patients appeared in the server and all patient settings were correct, tss ensured the location configuration was accurate. The tss mentioned that the unit needed to be configured to an area and then to a station for the patient to appear on a station. From the es server web application, the tss selected settings and then devices, noted the areas listed for the device, and then checked settings and navigated to locations and areas. The tss ensured that at least one of the areas was configured to the unit assigned to the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient list not showing up in pyxsis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.